Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in a moderately tortuous and severely calcified vessel in the forearm. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, during the 2nd inflation at 22 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another mustang balloon. No patient complications were reported.